Manufacturer narrative:
Information received indicates that the product will be returned to the manufacturer for evaluation. To date product has not been received. Should the product be received, a follow-up medwatch report will be filed after completion of evaluation. Review of receiving inspection report found that a total of three hundred and one (301) units of this lot were received from the supplier and released for distribution in (B)(4) 2011, with no deviation or anomalies. Review of complaint history did not reveal any additional issues of this nature reported for this lot. Review of complaint history for all part numbers in this product family did not identify a trend for issues of this nature. Root cause of the reported issue could not be determined. This report is 2 of 2 mdrs filed for the same event (ref. 3005739886-2013-00019 and 00020).

Event description:
During a procedure performed on (B)(6) 2013, two slp screws were implanted using the transpedicular technique. After the rod was placed, a cap screw was used to secure the bar in place. When torque was applied, the surgeon felt that too much strength was used to apply torque, when the anti-torque sleeve was removed it became visible that the tulip head portion of the screw had splayed. Both screws were removed and replaced with no further issue and no significant delay to the procedure.